Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level and received no delivery alarm. Customer's blood glucose value was 430 mg/dl at the time of the incident, current blood glucose was 340 mg/dl. Customer reported the symptoms related to their high blood glucose was ketones, nausea, heart palpitations, excessive thirst, diaphoresis . The customer was assisted with troubleshooting. The customer was treated with bolus. Customer will not return device for analysis.